Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the pump was removed due to complications. There was no additional information reported. If additional information is reported, a supplemental report will be filed.